Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered possible inappropriate anti-tachycardia pacing (atp) and shocks due to atrial arrhythmias with rapid ventricular response. Therapy resulted in rhythm acceleration at times. The physician noted the patient ran out of their anti-arrhythmic medications. All other lead measurements were normal. No additional adverse patient effects were reported. The device remains in service.